Event description:
It was reported that at the user facility the device was found to have it's handle broke off. No medical intervention and no adverse consequences were reported with this event. As this event was discovered at receipt of the product, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that at the user facility the device was found to have it's handle broke off. No medical intervention and no adverse consequences were reported with this event. As this event was discovered at receipt of the product, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.